Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The highly calcified target lesion with a previously implanted stent was located in the right coronary artery. A 3.50x38mm promus premier¿ stent was advanced to treat the lesion. However, during procedure, the stent came off the balloon and the physicians snared it out of the patient's body. No patient complications were reported and the patient's status was okay.